Event description:
Medtronic received information that prior to the implant of this transcatheter bioprosthetic valve, the baseline electrocardiogram (ECG) showed an atrio-ventricular (av) block and a right bundle branch block (rbbb). Immediately after the valve was implanted, a balloon aortic valvuloplasty (bav) was performed and complete heart block (chb) was reported. The following day, a permanent pacemaker was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: conduction disturbances are known potential adverse effects associated with any cardiac or thoracic procedure (open or catheter-based) and can be resolved with medical treatment or the implant of a permanent pacemaker (with the risk-benefit ratio in favor of implant of the percutaneous aortic valve). A conduction disturbance does not indicate a device malfunction or potential manufacturing issue. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information was received that chb occurred during the valve implant procedure. No additional adverse patient effects were reported.  Date of event: updated to (B)(6) 2015. Suspect medical device unique identifier (UDI) #: added (B)(4). If information is provided in the future, a supplemental report will be issued.